Event description:
It was reported that the pump was alarming no disposable. Per reporter, the alarm was silenced and settings reviewed. Res vol 20.1 ml, rate 5.4 ml/hr, volume given 229.55 ml. Pump was still beeping after reviewing settings and was powered down, clamped tubing closest to port and cassette removed. There was air present in tubing. The cassette tubing was massaged and cassette taped on hard surface. Cassette was reattached, port tubing unclamped and pump powered on. The no disposable alarm persisted. Event occurred while use with patient at home. No patient harm/adverse event reported.

Manufacturer narrative:
The device was not returned for analysis. Service history identified that no previous repair has been noted in the last 12 months. The event history log was not provided. As the product was not returned, and no photographic evidence was provided to aid in this investigation, a product evaluation and problem confirmation cannot be performed. Therefore, this investigation was unable to determine a probable cause.